Event description:
The account states they have been getting erratic ise results and gave two discrepant pt sodium results as examples. The first sample gave a sodium result of 124 mmol/l that repeated as 135 mmol/l. The second sample gave a sodium result of 123 mmol/l that repeated as 138 mmol/l. The incorrect results were not reported. The field svc rep found the ise drain tube was clogged and repaired the analyzer by clearing the drain.